Event description:
As reported by our affiliates in the united kingdom, it was a case of an implant of a 26 mm sapien 3 ultra resilia in the aortic position by transfemoral approach. During the procedure, a longitudinal balloon burst occurred during deployment of the valve. There was no resistance when removing the delivery system from the esheath+. No post dilatation was performed, and the procedure proceeded without further incident. A good procedural result was confirmed by transthoracic echocardiography and fluoroscopy. No harm occurred to the patient. As per medical opinion, the perceived root cause of the balloon burst was sinotubular junction calcification.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk m anagement documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided procedural imagery was reviewed, and the following was observed: inflation balloon burst at the end of inflation, with the thv able to be fully expanded. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on review of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported, "as per medical opinion, the perceived root cause of the balloon burst was stj calcification". Additionally, moderate/severe annular calcification was reported. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.